Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'constant/ false air in line detects' which was confirmed through a review of the event history log (ehl) but not reproduced evaluation. The cause was determined to be an ultrasonic sensor out of specification and failed calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a constant false air in line detects during testing in the biomed service department. There was no patient involvement. No additional information is available.